Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip was bent, causing side to side misalignment of the grips. There was a 0.083 offset at the tips. Grip tips did not meet together when fully closed. Instrument passed electrical continuity test. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, it was noted that the tips of the fenestrated bipolar forceps instrument were not aligned. No patient harm, adverse outcome or injury was reported.